Event description:
The pt no longer had stimulation coverage in her foot and experienced a burning sensation in her lower back. The lead had pulled out of the epidural space to a subcutaneous location. The lead had been placed retrograde from l3/4 to target s1, s2. The pt outcome was reported as "fine". A f/u report will be submitted if additional information becomes available.